Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. D9 updated. Peripheral arterial ischemia/pdi: the cause of the injury was not determined due to insufficient clinical details. D4 revised.

Manufacturer narrative:
Added: d3. Corrected: d4 (primary UDI number). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 69-year-old male with cardiomyopathy and a pre-support clinical state consistent with scai shock stage d underwent percutaneous placement of an impella device via the right femoral artery. The pump was placed independently prior to the arrival of on-site support. During the procedure, after exchange of the 14 fr peel-away sheath and advancement of the impella repositioning sheath, cath lab staff and the interventional cardiology fellow noted acute loss of pulses and coolness of the right lower extremity. Limb ischemia was identified based on lost distal pulses and occurred during/after repositioning unit insertion. The interventional cardiologist placed a distal perfusion catheter, resulting in improvement of the limb ischemia, and the decision was made to continue impella support. Based on the available information, the patient experienced lower extremity limb ischemia temporally associated with femoral access and repositioning sheath insertion while on impella support, which improved following placement of a distal perfusion catheter. The reported ischemia may be influenced by patient specific factors such as severe peripheral vascular disease and peripheral artery disease, scai shock stage d, underlying critical illness, hemodynamic instability, and vascular access characteristics.

Manufacturer narrative:
The pump was retrieved and will be returned for investigation.